Event description:
It was reported that the patient underwent an initial tka. Approximately 5.5 years later, the patient had taken a couple of falls and upon examination by the surgical staff, they felt that the poly had loosened and disengaged from the tibia. Subsequently, the patient underwent a revision procedure approximately 2 days after the fall. The tibia and poly were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). 00595203014 - articular surface use with plate 3,4 size yellow/c-h 14 mm height - 61989176. 00575001601 - femoral component precoat size f left - 63366885. 00597206635 - all poly patella standard size 35 mm diameter 9.0 mm thickness for cemented use only - 63382575. 00111314001 - palacos rg 1x40 single - 83334479. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01535.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the tibial tray is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with loosening of the tibial component, anterior subluxation of the tibial component with respect to the femoral component and moderate joint effusion. No fracture seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.